Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit returned has the wire broken. The visual inspection was performed and the device returned fractured in two sections and presents evidence of wear reduction. The sum of overall lengths and all the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-05916. It was reported that a rotawire detachment occurred. A 1.50mm rotalink plus and 330mm rotawire floppy were selected to treat the target lesion. During preparation outside of the patient, when rotational speed was checked it was noted that the rotawire had detached. It was further reported that the rotawire had not been waved. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as: 2134265-2014-05916. It was reported that a rotawire detachment occurred. A 1.50mm rotalink¿ plus and 330mm rotawire floppy were selected to treat the target lesion. During preparation outside of the patient, when rotational speed was checked it was noted that the rotawire had detached. It was further reported that the rotawire had not been waved. The procedure was completed with another of the same device. No patient complications reported and the patient's status was good.